Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
Covidien received info that the 840 ventilator went inoperable during preventive maintenance service. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone and advised the customer to replace the pressure solenoid (psol). The customer reported to have swapped the psol and the ventilator passed all testing.